Event description:
It was reported by the vad coordinator that the patient states that when he is connected to the batteries, occasionally he gets alarm similar to when a battery is low or disconnected; but nothing comes up on the controller, just the battery bars go blank on that side. It then resolves and goes back to normal. The patient states he checks connections and they are secure and this happens with all batteries. He attempted to switch out batteries last week but he continues to get an alarm as noted. Log files sent to manufacturer for analysis. Controller exchanged with no further alarms after exchange. No other information available at this time. The investigation is ongoing.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The site has reported that the device was disposed of. The controller was not returned for evaluation, analysis of the device could not be performed. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The product was not returned. Therefore, a root cause could not be established. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.